Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen tibial tray, unknown nexgen tibial bearing. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07095, 0001822565-2017-07100.

Event description:
It was reported patient underwent a total knee arthroplasty revision due to infection with onset an unknown length of time following primary procedure. No further information available.